Event description:
The manufacturer received information alleging a ventilator¿s screen was broken. The device was not in patient use. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator¿s screen was broken. The device was not in patient use. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device arrived with a cracked screen, which does not allow the evaluation. It was not necessary to replace valves or batteries. The connectors and cabinets in good condition.